Manufacturer narrative:
(B)(4). Batch r57x1c. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Two ecr45b cartridge reloads present. The reload (b) was received partially fired 1/3. The reload (c) was received partially fired 1/16. After the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled and the frame was noted to be broken. No functional testing could be performed due to the condition of the cartridge. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The partially fired is consistent with an incomplete or interrupted cycle. While no conclusion could be reached as to how the device became damaged. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: ecr45b, r59m7e, partially fired 1/3 . Reload c: ecr45b, r59m7e, partially fired 1/10. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic wedge resection of right lower lobe surgery, could not fire. Changed with another reload, could not fire farther after fired halfway. Also, the knife could not return with the knife reverse button. Used manual override lever to return knife. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information can be provided.